Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hypoglycemia and was corrected with drink pineapple juice eat graham crackers and also eat banana piece of candy. The event occurred on (B)(6) 2026. No further information available.